Event description:
Per the audiologist's report, routine impedance measurements showed multiple open circuit electrodes in the device electrode array. The audiologist also reported that this child has a history of bumping his head on the non-implant site. The pt's performance with the device is unk as the child reportedly is difficult to test. The pt was seen in 2007, for integrity testing. Results of the integrity test were consistent with a normal receiver/stimulator and multiple open circuit electrodes. Treatment plans are not known at this time.